Manufacturer narrative:
Implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. This occurred after the patient had an unrelated procedure done on (B)(6) 2019, and it is unknown if the ipg was placed in the surgery mode. Troubleshooting was unable to resolve the issue. It was noted that the patient lost therapy and had a fall. As a result, surgical intervention may occur at a later date to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The initial narrative should have read as "the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017." In the initial report.